Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
I started to swallow the bottom of the brush head. Oral-b brushhead broke. Brush head went down throat. Bottom of brush head went down throat. Case description: consumer reported via phone call that while brushing, the brushhead broke and bottom part of it went down throat and had to cough it up. No serious injury was reported.